Manufacturer narrative:
Post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A biomedical technician at a user facility reported that a patient coded while undergoing a hemodialysis (hd) treatment. The patient was disconnected from, and then taken off the machine. After discontinuing the hd therapy, the patient was stabilized, and then transported to the hospital. Although requested, no additional patient details have been provided. Following the event, the 2008k hemodialysis (hd) machine was removed from service for evaluation. Functional testing performed by the biomed revealed that the ultrafiltration (uf) was off by 0.3 milliliters (ml). A fresenius regional equipment specialist (res) performed an on-site evaluation. Functional testing performed by the res found the system was operating properly; the unit was generating alarms and alerts appropriately. Additionally, a uf checklist was completed and all tests were found to be within acceptable ranges. The res was not able to duplicate the reported ultrafiltration issue. The unit has been returned to service at the user facility without issue.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Functional testing performed by the res found the system was operating properly; the unit was generating alarms and alerts appropriately. The res was not able to duplicate a high ultrafiltration (uf) removal issue. The res verified the uf pump volume was within specification and performed the uf problem identification checklist with no malfunctions observed or identified; all tests were found to be within the acceptable ranges. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event.